Event description:
It was reported that a pacemaker-dependent patient presented remotely via merlin.net transmission. Upon review, multiple non-sustained ventricular oversensing and automatic mode switch episodes were stored. It was noted that the right ventricular lead exhibited oversensing which inhibited bi-ventricular pacing. Atrial signals on right ventricular lead were observed, which was due to externalization of right ventricular rate sensing cable in the right atrial area. On (B)(6) 2017, the lead was capped and replaced. The procedure was concluded without complications.